Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer was unable to complete the check. Customer¿s blood glucose (bg) level was 352 mg/dl. Reportedly, the customer was taken to the hospital for diabetic ketoacidosis (dka). Multiple follow up attempts were made by tandem technical support to obtain further information; however no response was received by the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.